Manufacturer narrative:
Additional information was received on 05/10/2016: the lot number is 17245472l. The device history record (DHR) for the lot number 17245472l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Manufacture date: 07/01/2015. Expired date: 06/30/2016. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) year old patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered an esophageal fistula requiring surgical intervention. Esophageal protection measures included esophageal temperature probe. On (B)(6) 2016, ablation was conducted. On (B)(6) 2016, fistula was diagnosed via scan. On (B)(6) 2016, patient underwent surgical intervention. Patient was required extended hospitalization. It was noted that the patient is alive but other specific information regarding the patient outcome is unknown. Physician did not provide causality opinion. Smartablate generator (g4c-0430) settings included power control mode at 25 watts. Overall ablation time and last ablation cycle time at the site of injury were not reported as the physician was not able to determine the precise site of injury. There is no information regarding temperature, impedance, or power at the time of injury. No error messages were observed on biosense webster equipment during the procedure.